Event description:
In 2008, the patient reported that, while removing the insulin cartridge from her infusion device, the plunger remained attached to the piston rod in the cartridge chamber. This caused 200 units of insulin to spill into the cartridge chamber. Proper removal of the insulin cartridge from the chamber was reviewed with the patient. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced, and requested to be returned for evaluation.